Event description:
Refer to MFR report # 3004209178-2010-07397. A pt had reported that their leads had pulled out of their spine 2 months ago. It was noted that the pt was waiting to have surgery. A visit with their physician was scheduled on (B)(6) 2010 which, however, was canceled due to a permanent closure of the clinic. The pt was searching for an alternate physician. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).